Event description:
It was reported during the pt's permanent procedure, the scs lead exhibited invalid impedances on multiple contacts. As a result, the lead was replaced. Follow-up identified the pt is doing 'great'.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.